Event description:
Caller reported a malfunction on the pump with fault ID 0x219e and a malfunction code of malf 0, indicating the issue was not resettable. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the delivery of a replacement pump, advised the caller to return the faulty pump within 10 days, and provided instructions for storage mode and return shipping. The caller was informed that they would receive a pump with updated software, and guidance was provided on programming pump settings and connecting the cgm. The caller agreed to use multiple daily injections (mdi) as backup therapy.